Event description:
Additional information received from technical support that the electrical parameters were determined to be normal. However, loss of pacing and oversensing due to noise were observed during the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, capturing problem and high impedance that resulted in administration of inappropriate high voltage therapy was noted on the right ventricular (rv) lead. The patient was given a wearable defibrillator to resolve the event. The patient was stable with no consequences.